Event description:
Per the audiologist, in early 2003 (date not reported) the patient's flange fixture with abutment fell out. The patient underwent a revision surgery about 3 months later (date not reported), to replace the fixture. Additional information has been requested.

Manufacturer narrative:
The type of event is addressed in the device labeling.